Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a surgical procedure that utilized paragon 28 jaws nitinol staple system on (B)(6) 2017. The 10mm jaws straight staple was said to be larger than the drill guide. The surgeon drilled the 10mm straight staple and the staple did not line up with the holes that were drilled. The surgeon freehandedly drilled two holes to insert the staple upon realization of the problem.